Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding an external device. It was reported that the patient stated that the past couple months, it has been taking a long time to connect to the pump and deliver a bolus. The patient stated that it used to take 4-5 minutes and ¿now¿ it takes about 15 minutes. The agent walked the patient through clearing the data and restarting the handset and communicator. The patient confirmed that they were able to successfully connect within just a few seconds. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that it was taking longer and longer to deliver a bolus. The patient said, it had been gradually getting longer. The patient mentioned that they reached out once before, and it took up to 20 minutes to deliver thebolus and then got it cleared out. The agent walked the patient through clearing data on the handset and reviewed the 90% lag. The troubleshooting steps that were taken on the call resolved the issue.